Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received without the original battery cap therefore, unable to verify melt battery cap. Unit was received with cracked battery tube threads, faded serial number label, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had battery compartment cap melted fused together. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.